Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination of the device found that there was no hypotube kinks noted. No issues with mid shaft, inner or outer polymer extrusion. The crimped stent and balloon sections of the device were visually and microscopically examined and the undamaged section of the crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. Stent strut row's 1 to 4 on the distal end of stent are damaged and deformed. No issues noted with balloon. The tip was visually and microscopically examined and slight damage was noted. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 25-aug-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. Following pre-dilation, a 3.50 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed using a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.